Event description:
On (B)(6) 2008, the pt underwent treatment for a ruptured abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2012, the pt underwent another procedure to treat a proximal type I endoleak. The endoleak resolved with placement of additional stent-grafts, and the pt tolerated the procedure.

Manufacturer narrative:
The manufacturing records review verified that the lot met all pre-release specifications.